Event description:
It was reported that during a meniscus repair procedure using the 'fast-fix 360', after the first meniscal anchor was placed, the trigger of the device jammed. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).

Manufacturer narrative:
Internal complaint reference: (B)(4). B5: event description updated.

Event description:
It was reported that during a meniscus repair procedure using the 'fast-fix 360', after the first meniscal anchor was placed, the trigger of the device jammed. The t1 anchor was successfully removed, the surgeon having forced it out without damaging the meniscus. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed. The needle overmold assembly was significantly bent. The suture and both anchors were returned. Most of the suture was tucked into the depth gage tubing. T1 was in the t1 position. T2 was in the t2 position. The actuator tip was in the t1 position. A functional evaluation was performed. The deployment slider felt detached from the actuator tip. It was determined the device contributed to the reported event. The complaint was confirmed. The root cause can be attributed to unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.